Manufacturer narrative:
"6/9/2023 - we were notified of a patient who has not passed the capsule; the procedure was created on may 31st. Frm-89 was sent to the customer to gather more information. After reaching out to the customer without response on 6/13/2023 & 6/20/2023, we found out that the procedure had been completed and the video and report were already uploaded into capsocloud, therefore the patient was able to excrete the capsule. Frm-89 was never received and as the video and report were successfully uploaded into capsocloud this complaint was closed and will re-open if further information is obtained."

Event description:
6/9/2023 - we were notified of a patient who has not passed the capsule; the procedure was created on may 31st. Frm-89 was sent to the customer to gather more information. After reaching out to the customer without response on 6/13/2023 & 6/20/2023, we found out that the procedure had been completed and the video and report were already uploaded into capsocloud, therefore the patient was able to excrete the capsule. Frm-89 was never received and as the video and report were successfully uploaded into capsocloud this complaint was closed and will re-open if further information is obtained.